Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. One suture delivery device and suture cartridge were received for evaluation. Examination of the returned components revealed blood residue on the suture end and delivery device, indicating it had been used during surgery. The trigger handle was squeezed on the deliver device with no issues. It engaged the needle as expected. The suture cartridge was reviewed and confirmed that the suture cap was not attached to the end of the suture. The information received indicated that the suture cap was attached to the suture cartridge during surgery, but then detached. The delivery device functioned as intended and the needle engaged as expected into the delivery device. If the suture cartridge is not loaded onto the delivery device properly or the suture cap engaged in the head of the device, this may result in the needle not engaging with the cap properly. Without examination of the detached cap, the reason for the detachment could not be confirmed. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the digitex cap came loose and has remained in the patient's body. It was reported firing was difficult and there was a breaking sound. There is currently no permanent injury or damage reported.